Event description:
It was reported that during biomed testing, the cardiosave intra-aortic balloon pump (iabp) fiber optic problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11 a getinge field service engineer (fse) spoke with a factory trained customer over the phone. The fse found that the customer was having issues with their test balloon that they were using for testing. The fse was informed that the unit was testing as expected and that the call would be cancelled. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.